Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The alarms would occur approximately 15 minutes after a cartridge was changed. The customer's blood glucose (bg) level was 400-500 mg/dl with ketones. The customer reverted to using another method to manage diabetes.